Event description:
Rptr is calling in reference to her latex allergy. She has had 3 systemic reactions within the last 2 yrs. The first episode occurred in 2-96. This episode involved itching, wheezing, and tingling in the lips. She took benadryl which relieved the symptoms. The second episode involved the same symptoms and treatment, but the rptr does not recall the time frame. The third episode occurred in april 1996 and was reportedly an anaphylactic reaction involving urticaria, throat swelling, tingling in the extremities, and itching. She was treated by a physician who prescribed benadryl and prednisone. She is currently able to continue working. Current treatment regimen includes: allegra 1 capsule bid, vanceril inhaler, and maxair inhaler.